Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (manipulation of a guide wire) in addition to factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our japanese affiliate, that during a transfemoral tavr with a 23mm sapien 3 ultra resilia valve, after inserting the 23mm commander delivery system (ds) in the ascending aorta an increase in pericardial fluid was observed in echocardiography. Since a rapid drop in blood pressure (bp) was observed after that a thoracotomy, introduction of a percutaneous cardiopulmonary support (pcps), massive blood transfusion, and cardiac massage were performed. After introducing the pcps the bp increased. A left ventricle (lv) perforation was confirmed visually, and a repair was performed. The vital signs stabilized with the pcps. The first system was discarded, and the doctor replaced the system with a new tavr kit and completed the valve implantation. The perforation was then surgically repaired and the patient returned to the intensive care unit. It is considered that the lv perforation was caused by a safari wire. The ds had already been inserted and placed in the ascending aorta when the lv perforation occurred.